Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an error reading symbol and an adverse event. The sensor was inserted into the leg on (B)(6) 2017. It was reported that the patient woke up at 8:00am and was throwing up. The patient's mother took a finger stick and the blood glucose (bg) value was very high. It was indicated that the patient was not alerted of the high because of the error reading symbol. The patient was taken to a medical center around 9:00am and the nurse administered a double amount of the recommended sodium chloride IV which caused the patient to have a low event and the patient became unresponsive. The patient was then transported to the hospital around 3:30pm where they became stabilized and left the hospital around 8:00pm. At the time of contact, the patient was feeling lethargic but was stated they were doing well. No additional patient or event information is available. Data was received for evaluation. A review of the data log confirmed the reported event of an error reading symbol. The root cause was determined to be sensor noise. The sensor was inserted into the leg. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.